Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient had an irritation caused by the lifevest. The patient described the irritation as red "burns" under the rear shock pads, possible blisters. There was no alleged device malfunction. The patient visited the ER for the irritation and reported that a salve was used on the area. The patient's skin was reported as healed.